Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi) (B)(4). The following fields were updated per additional information received: h6 patient code(s): appropriate term/code not available (3191) was selected for the alleged chest compressions. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to having a total left knee surgery and having to stop taking blood thinner. Patient is alleging tilt, fracture, and "artery collapsed twice due to retrieval-had to have arterial ballooning both times during the artery collapsing." The patient further alleged "I had an emergency room visit shortly after final surgery to address heart attack symptoms (not an actual heart attack. I am more tired than before." Additional filter retrieval attempts for the patient allegedly occurred on (B)(6) 2017 due to the filter tilting and multiple filter arms prolapsing above the filter respectively. Per an attempted retrieval report dated (B)(6)2017, "the filter (cook celect platinum) was slightly tilted and [the physician] attempted to grasp the single main hook using the clover snare. In doing so, one of the smaller leg struts was caught in the snare and pulled up. This created difficulty in capturing the filter using the 10 french [cook retrieval] sheath provided." " given the difficulty on multiple attempts in trying to obtain the filter, [the physician] elected to stop and conclude the case." Per an attempted retrieval report dated (B)(6) 2017, "there was no evidence of thrombus in the ivc filter. There were multiple filter arms prolapsed above the filter on initial spot fluoroscopic imaging prior to attempted filter removal and no filter fragments identified in the heart or lungs." "Unsuccessful attempt at removal of cook celect ivc filter. The patient will be scheduled for removal with excimer laser sheath technique." Per a brief successful retrieval report dated (B)(6) 2017, "cook celect ivc filter removed. Eight arms and four legs identified with one arm completely broken from the main body of the filter. This arm was attached to the fibrin cap at the top of the filter" "no retained filter fragments could be identified in the chest or abdomen after filter removal." "Indwelling ivc filter with superiorly prolapsed filter arms prior to attempts to remove the filter. Caval occlusion after filter removal which was ultimately angioplastied open. There was mild to moderate residual stenosis after angioplasty with inline flow through the ivc."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported collapsed artery is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Investigation is based on received photos of the celect-pt filter. According to the imaging one of the secondary legs had fractured as reported. However, since the filter was not returned and since no imaging of the filter in situ has been provided, it would be inappropriate to speculate at what may or may not have led to the filter leg fracture. However, since there is no report of filter fracture observed prior to the unsuccessful retrieval attempts, it is assumed that the filter fractured during a retrieval attempt. It is noted that the complete filter was removed. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. The following allegations have been investigated: collapsed artery, thrombosis, embedded, fracture, tilt, difficult removal. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
There is no new information to report at this time.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and photos of the celect-pt filter. According to the imaging one of the secondary legs had fractured as reported. However, since the filter was not returned and since no imaging of the filter in situ has been provided, it would be inappropriate to speculate at what may or may not have led to the filter leg to fracture. However, since there is no report of filter fracture observed prior to the unsuccessful retrieval attempts, it is assumed that the filter fractured during an retrieval attempt. It is noted that the complete filter was removed. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: [pt] had a cook celect platinum vena cava filter placed in vena cava on (B)(6) 2017. On (B)(6) 2017, the physician attempted to remove the cook celect platinum vena cava filter from the patient, but was unsuccessful. The physician referred the patient to another physician to remove the filter. This physician attempted to remove the filter on (B)(6) 2017. The physician could not remove the filter from the patient's inferior vena cava. On (B)(6) 2017, the physician successfully removed the filter from the patient with the assistance of another physician familiar with laser surgery. The procedure took six hours. The physician indicated to the patient that part of the reason the procedure was so lengthy was because a piece of the filter had broken off and become embedded in scar tissue. Following the procedure, the patient was admitted overnight. Her surgeon wanted to confirm the filter had been completely removed from her body prior releasing her from the hospital. Patient outcome: unknown.